Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown breast and endocrine surgery on (B)(6) 2018 and a drain was placed. During the procedure, the device would not drain properly. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During visual inspection of the drain, no non-conformities were detected on it, the drain is intact. There are some dry tissue remainders inside the fluted part of the drain. During the functional inspection we attached the drain to reservoir and deepened its end into bowl of water and the drain functioned properly. The evaluated sample was found to be fully functional.